Manufacturer narrative:
The device was not returned for analysis. The device has reached end of life and is no longer maintained or serviced. Medtronic's investigation has determined that the additional information could not confirm the cleaning and water usage protocol was in accordance with the operator¿s manual which specifically recommends the use of de-ionized water. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an unspecified time the bio-cal heater/cooler instrument was not circulating the water as the pump was not turning on. Use of the instrument was not specified and there was no resulting adverse patient effect. The service technician informed the customer that this product is no longer serviced and provided the customer the medtronic end of service letter. Additional information was unable to be obtained to confirm cleaning and water usage protocol identified in the operator's manual.